Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection. It was noted the pocket was "oozing". Cultures were taken and antibiotic treatment was necessary. The pocket was revised and an absorbable antibacterial envelope was placed. The complete implantable pulse generator (ipg) was later explanted. No further patient complications have been reported as a result of this event.